Event description:
The physician attempted to deploy a 4.00mm diameter x 12mm length rx integrity bare metal stent to treat a lesion in patient. During delivery, resistance was encountered when advancing the device. It was reported that during removal of the device following a failed delivery, stent dislodgment occurred. Although the stent was reported to have been dislodged from the delivery balloon, the stent remained on the delivery catheter. The stent was removed from the patient. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (no device received for evaluation). (Limited information received). No results available since no evaluation was performed (the device or procedural images were not returned for evaluation). Evaluation conclusion: (limited information received). Unable to confirm complaint (the device or procedural images were not returned for evaluation). (B)(4).